Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and was instructed by technical support to call back for troubleshooting if the problem occurs again.